Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not extend properly. In addition, the lead also exhibited high pacing impedance measurements of greater than 1000 ohms. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the eptfe covering was separated from the medical adhesive at the proximal end of the lead. The spring was stretched at this point. The helix was fully retracted. No setscrew mark was noted on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high, out-of-range impedance and helix issues.

Event description:
It was reported that during an implant procedure, the helix of this right ventricular (rv) lead would not extend properly. In addition, the lead also exhibited high pacing impedance measurements of greater than 1000 ohms. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.